Event description:
It was reported that the patient experienced cardiac arrest, and currently intubated. After the transseptal procedure, an intellamap orion catheter was inserted for the atrial fibrillation procedure. A drop in pressure was noted. A map of the left atrium was performed, followed by the onset of ventricular tachycardia (vt), which progressed to ventricular fibrillation (vf), requiring cardiac massage and multiple electrical cardioversions. The patient was intubated, and after stabilization, underwent a CT scan, which returned negative results. The procedure was incomplete. Echo was performed and the patient reportedly experienced post procedural tachycardia. The patient is currently intubated, in stable condition, and has been monitored with good progress. The device will not be returned for analysis, as it was disposed of by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.